Event description:
It was reported that pump displayed malfunction alarm with code and customer had not experienced any notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical staff, did not see malfunction recur after reset, was advised to continue using pump, and was instructed to call back if malfunction returned.